Event description:
A malfunction was reported on a customer's pump, but there was no adverse impact on the customer's blood glucose level. Technical support confirmed that the pump was included in a field correction and agreed to send a replacement pump. The customer was advised to use multiple daily injections as a backup therapy during this process and was informed that the new pump would require a compatible sensor, prompting a discussion with their healthcare provider. Instructions were provided for returning the faulty pump and for preparing the replacement upon arrival, all of which the customer acknowledged and understood.